Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -10.00 diopter, in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to transient loss of best corrected visual acuity (bcva), glare/halos, headache and blurred vision. The pis were enlarged by yag. The lens was exchanged for a shorter lens and the problem was resolved. The icl is in a good position and no more headaches or va loss.